Event description:
The recipient reportedly experienced no hearing sensation and has absent evoked potentials. The etiology of the hearing loss is meningitis. No surgical complications were reported, and postoperative x-ray findings were unremarkable. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: h6. Programming adjustments have been made, with some improvement noted; however, the recipient still reports facial nerve stimulation from time to time with device use and is still experiencing no hearing sensation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.